Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse called and reported that the customer experienced low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was at 180 to 160 mg/dl the night before the low. The customer used food to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer has been having lows on and off for the last few months. The customer had stopped taking a certain medication. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer's weight information has been updated which was not available with the initial report. The information has been included with this report. (B)(4).

Event description:
The customer's weight information has been changed to (B)(6).